Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 09/13/2016. Evaluation of the incident electrode confirmed the insulation was damaged. The electrode failed high voltage breakdown testing. The noted damage is indicative of the electrode coming into contact with a guiding needle.

Event description:
The customer reported that the patient received a 1st degree burn at the needle insertion site during a liver ablation procedure. A metal guide was used. The burn occurred to the right subcostal area. The burn was covered with gauze. The procedure was completed with the subject device. Covidien's initial evaluation found the clear insulation on the needle shaft was damaged. The device failed hipot testing.